Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patients home monitoring equipment produced and alert as the right ventricular (rv) lead intrinsic amplitude has been out of range. Boston scientific technical services (ts) was consulted and suggested that the rest of the daily measurements were all within range and there was nothing else to suggest any lead issues. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited pacing inhibition with more than two seconds of asystole detected. Upon interrogation, crosstalk oversensing was observed. The physician adjusted rv sensitivity from 0.4 millivolts (mv) to 1.0 mv which alleviated crosstalk oversensing. Further programming and troubleshooting options were discussed and a chest x-ray result revealed a huge mass but it was nothing that can affect the functionality of the lead. The system remains in service. No adverse patient effects were reported.